Manufacturer narrative:
Due to the device not being available for evaluation, a specific cause for the reported pump pocket infection and a correlation to the device could not conclusively be determined. The patient remained ongoing on lvad support until they underwent a pump exchange on (B)(6) 2014 due to an unrelated issue. The hospital did not return the pump. No product is available for investigation. Pump pocket infections are listed in the device¿s instructions for use (IFU) as an adverse event that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt developed a pump pocket infection. The pt was readmitted and treated for infection. There are no current plans for exchange.